Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was fractured approximately 106.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the neuron max was ovalized and kinked. The ovalization likely occurred due to forceful handling during insertion. The kink likely occurred due to forceful handling during use. The damage observed on the neuron max likely contributed to the resistance experienced while advancing the ace 68. Further evaluation of the returned devices revealed that the ace 68 was fractured. This damage likely occurred due to forceful retraction of the ace 68 through the ovalized and kinked neuron max. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00602.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery and the middle cerebral artery using a penumbra system ace 68 reperfusion catheter (ace 68) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician experienced resistance while advancing the ace 68 in the neuron max. Upon attempting to retract the ace 68, it unraveled and broke into two pieces while partially advanced out of the neuron max. Therefore the physician advanced a guidewire through the devices and removed the neuron max with both pieces of the ace 68 inside. The physician then decided to end the procedure at this point. There was no report of an adverse effect to the patient.